Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Out range high lead impedance, r-wave decrease and increased threshold were noted. Programming changes were made. The patient will continue to be followed normally.